Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that telemetry could not be obtained with a patient's implanted device. The device appeared on the find patient screen, but no green lights for telemetry were shown. The programmer rf (radio-frequency) head was moved, so it was over the patient¿s device, and telemetry was achieved. The programmer remains in use. No patient complications were reported as a result of this event.